Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The inflation issue was able to be confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation/deflation issues from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosis in the proximal left anterior descending artery. Reportedly, after pre-dilatation, the 3.5 x 18mm xience xpedition was attempted to be placed in the lesion. The pressure was applied at 6 atmospheres but would not inflate. After a short time, the balloon inflated. Pressure was increased to 10 atmospheres for 20 seconds. Deflation of the balloon was attempted with the inflation device; however, the balloon did not deflate. After several attempts to deflate, the patient complained of chest pain. The balloon was deflated using a 50cc syringe in one or two minutes. Post-dilatation was performed with a 3.5 x 15mm non-abbott balloon and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.